Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, did not experience repeat of malfunction after reset, and was advised to continue using pump and to call back if malfunction code recurred, which customer acknowledged and understood.